Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop thyroid cancer. The patient required surgery in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection. The manufacturer found evidence of white dust-like contamination, indeterminate contamination and dust-like contamination in the outside of blower box and outside of the device. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed 5 instance of: e-4 and 1 instance of: e-22. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with indeterminate contamination and dust. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown. Section d9, g3, h3 and h6 has been updated / corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop thyroid cancer. The patient required surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.